Event description:
Procedure type: hernia. According to the reporter: the customer reports that the device had been applied on a patient, for a hernia 6 to 8 month earlier. This device was removed on (B)(6) after the patient had suffered from serositis coming from a fistula. Tissues extracted were checked, but no infectious origin was detected.

Manufacturer narrative:
(B)(4).